Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis and x-ray confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break causing pacing to not be delivered as required.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced one day after it was implanted due to pacing not delivered when required. The lead was returned for analysis. No additional adverse patient effects were reported.